Event description:
A manufacturer representative (rep) reported the patients rash had resolved.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had lichen planus, a whole body rash, after implant. The hcp wanted to know if there had been any other cases and wanted information sooner than 5 to 7 business days in case the device would need to be explanted. Additional information received from the manufacturer representative (rep) reported that the device was explanted and the rash went away. The patient's indication(s) for use were unknown.